Event description:
A zoll dist returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to physically damaged components esd700 and u727 on the distribution node pca. The root cause for the damaged components could not be positively identified. No adverse event resulted from the defective electrode belt.